Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06927. It was reported the pt experienced stimulation his buttocks and not in his back where needed. Reprogramming did not resolve the issue. The pt stated he stopped using his scs sys because of the issue. Consequently, his scs ipg no longer communicates with external devices. The pt is pending consultation with his pain management physician to evaluate the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.